Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and was treated with insulin pump infusion set. The customer¿s other blood glucose was 220 mg/dl. The customer noticed that the basal rates were out of the insulin pump programmed it when they first had it. The customer noticed that it was going high and they wanted to make sure everything else was in the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.